Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20097100, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient had complications after a non device related surgery. During the said surgery, the patients right lead was removed as it was in the physicians way. It was unknown if the complications were due to the non device related surgery or the removal of the lead. The patient underwent an additional procedure for wound closure.